Manufacturer narrative:
Imaging was obtained of the placement of implanted components showing no rotation. Nalu representatives attempted troubleshooting with no success. Based on imaging and troubleshooting, it is believed that the implantable pulse generator (ipg) was placed just into the fat layer, allowing for a subsequent buildup of a fatty layer over the ipg as the patient gained weight. This conclusion was further supported during the revision procedure as the physician found the ipg to be located approximately two inches into the tissue. Repositioning of the ipg to a more superficial location eliminated the communication issues without replacing any hardware.

Event description:
Patient was implanted with the nalu spinal cord stimulator system on (B)(6) 2023. After having the system activated the patient noted problems with communication between the implantable pulse generator (ipg) and the external therapy discs. Surgical revision was performed on (B)(6) 2023 to move the ipg to a more superficial location to correct the communication issues.